Event description:
During utilization of the plumpen surgical smoke plume evacuation electro surgical pencil "button stuck and remained on after removing finger from button." Resulted in superficial burn to upper abdomen. Burn excised and closed by surgeon. Ref MFR number 1319774-2014-00002.